Manufacturer narrative:
H.6. Investigation summary: one used sample (batch #:8327735) and four representative samples (batch #: 8327735-2pcs, #7264270-1pcs and #7135244-1pcs) were received by our quality team for evaluation. Upon visual inspection of the used sample, peelback was observed; therefore, the reported failure can be verified. The four representative samples were subjected to visual inspection, tip outer diameter measurement and bevel angle measurement with no abnormality observed. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, a trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. CAPA #81917 was issued to review the tubing material. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd neoflon¿ IV cannula the plastic covering the needle will easily be broken or sometimes the needle will not directly contact with the skin of the patient. The following information was provided by the initial reporter: every time we will insert this bd neoflon IV cannula we will experience that the plastic covering the needle will easily be broken or sometimes the needle will not directly contact with the skin of the patient which makes us find hard to explain to, the parents around us that we have to change new cannula just to insert another one. Hoping it will acted soon as possible. The catheter itself have some tear from the tip and can feel the resistance when advancing it to the vein and finally their will be a rupture of the vein causing to reinsert another site.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8327735. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-23. Medical device lot #: 7264270. Medical device expiration date: 2022-09-30. Device manufacture date: 2017-10-23. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd neoflon¿ IV cannula the plastic covering the needle will easily be broken or sometimes the needle will not directly contact with the skin of the patient. The following information was provided by the initial reporter: every time we will insert this bd neoflon IV cannula we will experience that the plastic covering the needle will easily be broken or sometimes the needle will not directly contact with the skin of the patient which makes us find hard to explain to, the parents around us that we have to change new cannula just to insert another one. Hoping it will acted soon as possible. The catheter itself have some tear from the tip and can feel the resistance when advancing it to the vein and finally their will be a rupture of the vein causing to reinsert another site.